Manufacturer narrative:
Concomitant product: 407452 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional p-wave undersensing. The lead remains in use. It was also reported that the patient felt a shocking sensation from the implantable pulse generator (ipg) device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.